Event description:
On (B)(6) 2021, while sizing the lb6 airway with edc 4.0-j catheter, a sizing tab fell off the edc into the airway when the catheter was pulled into the bronchoscope. The sizing tab was removed from airway via bronchoscope suction.